Manufacturer narrative:
Results: the ipg was returned without any visible anomalies. It was tested to manufacturing specifications, and the ipg passed all tests. In addition, the reported event of ¿infection¿ cannot be confirmed through product analysis testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's scs lead revision surgery (ref. MDR # 1627487-2014-23753) for lead migration, the patient's scs system was explanted due to a suspected infection. The physician opened the patient¿s ipg pocket site and discovered fluid build up that seemed suspect. The fluid was cultured and the entire scs system was explanted.

Event description:
Follow-up information obtained indicates the culture was negative and the patient is well.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found no non-conformances and product met all final packaging/sterilization acceptance criteria prior to release for distribution. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.